Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported from the renal department that the tubing set leaked after normal saline was primed. Although requested, no additional information was provided.

Event description:
It was reported from the renal department that the tubing set leaked after normal saline was primed. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The customer's report that the tubing set leaked was confirmed. The damage was with the top smartsite component with its female luer adapter broken at the top and the piston exposed. No testing was deemed necessary. The root cause of the damage was unable to be identified. The device history record search for model 2420-0007 lot 19053219 shows the set was manufactured on 30may2019 with a total of 23,043 units. There were no quality notifications issued during the production build of this set.